Event description:
It was reported to aesculap inc. That an as vega ps femoral comp. Cemented f5r (part # nx032z) was implanted during a primary procedure performed approximately five (5) years ago by another surgeon. According to the complainant, postoperative loosening of the implant occurred. Reportedly, the cement did not adhere to the implants or the bone. The patient underwent a revision surgery on (B)(6) 2022. The complaint device was not returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision surgery. The adverse event / malfunction is filed under aic reference (B)(4). Associated medwatch report: (B)(4) (2916714-2022-00103) ae-qas-k521-56. (B)(4) (2916714-2022-00104 ) ae-qas-k521-56.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
Investigation complete.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. However, a picture of the implant was provided for analysis; an examination of the image revealed no connection/adhesive between cement and implant, and no cement connection/adhesive to the bone. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.